Event description:
User received erroneous result for bicarbonate. Two patient samples were involved. One example provided. Initial result 14 mmol/l, repeat 24 mmol/l. Erroneous result was not reported. The field service representative determined the tubing and the plates of the multiswitch had a black build up and cleaned them. He also noted the user was running the application in an unapproved technique. Performance tests were performed which were within specification.